Event description:
It was reported that a patient had a shocking or jolting sensation and several instances of severe shocking pain which started a couple of years prior to the report. The patient described the shocking as electrical pain. The leads were replaced ¿a while ago¿ and the shocking went away for about 1.5 years. The patient¿s physician continued to say the problem was not related to the device. The patient had gotten a lot of relief from nausea with the device. See MFR. Report #3004209178-2014-17004 for information regarding a later shocking event the patient experienced.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).